Event description:
The advocate stated her daughter received a blood glucose reading of 34mg/dl on the contour next link meter, re-tested on a different meter and the reading was 174mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.